Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "leakage of the PICC line catheter". It was reported sterile adhesive tape was placed and patient was sent home. On the next visit the catheter was removed as the extension line was still leaking. There was no patient injury. A chemo drug was infusing at the time of the catheter leak. The patient's condition is reported as fine.

Event description:
The complaint is reported as "leakage of the PICC line catheter". It was reported sterile adhesive tape was placed and patient was sent home. On the next visit the catheter was removed as the extension line was still leaking. There was no patient injury. A chemo drug was infusing at the time of the catheter leak. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.